Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found stretched with the polypropylene filament intact and still attached to the pushwire inside the introducer sheath. The instant detacher was not returned for evaluation as it was discarded; therefore, any contributing factors from the instant detacher could not be assessed. The pushwire was found broken into two segments at the proximal end. The proximal segment of the pushwire, the tack weld replacement (twr) crimps were found intact. The distal segment of pushwire was found bent at the proximal end and found intact distal to the break indicator at the manual detachment location (via hypotube). Due to the bends and the break in the proximal portion of the pushwire, the pushwire was intentionally broken at the manual detachment location (via hypotube), and the release wire was pulled out from the broken location for evaluation of the coin. The implant coil subsequently detached as intended. All other subassemblies appeared to be normal and no other anomalies were observed. We are unable to definitively determine the cause of non-detachment. It is possible that damages to the pushwire occurred prior to the detachment attempt with the instant detacher which may have prohibited the implant coil from detaching. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of a small saccular anterior communicating artery aneurysm, this coil would not detach with an instant detacher. It was reported that the physician tried two times with instant detacher to detach the coil. The physician did not try with the manual method. No patient injury was reported.